Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the patient impedance was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction was observed and attributed to the device's patient impedance calibration was found to be out of specification. The patient impedance was re-calibrated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.